Event description:
Reportable based on analysis completed on 06/12/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The 70% stenosed, de novo lesion was 2.5-3.0mm wide and 55mm long. It was located in the non-calcified and non-tortuous left circumflex (lcx). After predilating the lesion with a 2.0mm non-bsc balloon, the 2.50x24 taxus liberte stent delivery system (sds) was advanced but unable to cross the target lesion. The sds was removed from inside the patient. The procedure was completed with a 2.5x24mm non-bsc stent, 3.0x20mm taxus liberte and a 2.75x20mm taxus liberte. No patient complications were reported and the patient's current condition is listed as "stable". However, returned product analysis of the 2.50x24mm taxus liberte stent revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent delivery system (sds) revealed stent damage. The first row of the struts on the distal side of the stent were damaged and misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident . The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).